Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that the patient's first spinal cord stimulator system was surgically removed and replaced due to an infection. The infection started at the ins implant site and then ran up their spine. The infection occurred at lead and implant sites. It started at the battery site and would not heal on one side of it. The patient went to their healthcare provider many time for the issue, but they did not believe the patient until the ins wound opened up and an infection was confirmed. The caller confirmed the ins was not migrating out, but the wound was opened and they could see and touch the device. The device was removed and a new ins and leads were implanted on the opposite side of the patient's body. The strain of infection was not specified. No further complications were reported or anticipated.